Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customers stated that the insulin pump had a blank screen but the insulin pump was beeping and the button was stuck. The customer stated that they were unsure if they pressed a button down for 3 minutes or longer. The button sticker already came off. The insulin pump also had insulin pump error alarms. The insulin pump has a blank screen but the insulin pump was beeping. The customer reported that the time clock does not advance. The customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and the frozen display recurred. The customer reported that the screen was not completely blank. The customer was unable to successfully clear the alarm. The insulin pump buttons did not begin to work in less than 5 minutes without battery change. The customer was unable to try the insulin pump with remote. The insert battery alarm did not appear on the insulin pump screen. The customer was unable to clear the pump errors, power loss alarm and program pump. The customer was advised to revert to the back up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received with an unresponsive keypad due to corroded keypad traces at the "back" and "left" arrow buttons. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to unresponsive keypad. Frozen screen not confirmed. Pump error 49 unknown. Pump error 68 unknown.